Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap bso and cystectomy. Event description: scrub nurse opened trocar and as was putting obturator into cannula part of the side tab snapped off. The trocar had not been near the patient beforehand. No part of the trocar was near the patient. Patient is well. One of the side tabs snapped off during preparation by the scrub nurse. Additional information received from an applied medical representative via email on 16jun25: tm confirmed model number ctf and lot number is unk. The scrub nurse was putting the obturator into the cannula and as doing so, she was pinching the tabs yes. Intervention: another trocar was opened and used fine. Patient status: no patient status provided, event occurred before use.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided, confirming the complainant¿s experience of a fractured cannula wing tab. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: lap bso and cystectomy. Event description: scrub nurse opened trocar and as was putting obturator into cannula part of the side tab snapped off. The trocar had not been near the patient beforehand. No part of the trocar was near the patient. Patient is well. One of the side tabs snapped off during preparation by the scrub nurse. Additional information received from an applied medical representative via email on 16jun25: tm confirmed model number ctf and lot number is unk. The scrub nurse was putting the obturator into the cannula and as doing so, she was pinching the tabs yes. Intervention: another trocar was opened and used fine. Patient status: no patient status provided, event occurred before use.